Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during fill 3/3 of their automated peritoneal dialysis therapy. Per initial report, the home pt received the alarm and noted moisture on their stomach. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the intial report.